Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient suffered inappropriate therapies while not performing any physical effort. The patient was hospitalized, and shock therapy was programmed off. Subsequently, provocative maneuvers were performed in the hospital and no evident artifact was reproduced. The vector configuration was changed from secondary to primary and smartpass was extended. Technical services reviewed the treated episodes and believed there is an integrity issue with the subcutaneous implantable cardioverter defibrillator (s-ICD) system as slight mechanical artifact with loss of signal was noticed, suggesting an electrode fracture or inadequate insertion. X-rays were recommended to confirm the issue. However, the physician decided to avoid x-rays and an electrode replacement was scheduled. Further information was received confirming the whole s-ICD system was explanted and replaced. The procedure potentially damaged the integrity of the electrode, and it was found that the s-ICD was not adequately sutured, it was moving freely in the pocket. The implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that the patient suffered inappropriate therapies while not performing any physical effort. The patient was hospitalized, and shock therapy was programmed off. Subsequently, provocative maneuvers were performed in the hospital and no evident artifact was reproduced. The vector configuration was changed from secondary to primary and smartpass was extended. Technical services reviewed the treated episodes and believed there is an integrity issue with the subcutaneous implantable cardioverter defibrillator system as slight mechanical artifact with loss of signal was noticed, suggesting an electrode fracture or inadequate insertion. X-rays were recommended to confirm the issue. The physician decided to avoid x-rays and an electrode replacement was scheduled. The implantable electrode remains in service and no additional adverse patient effects were reported.